Manufacturer narrative:
(B)(4). The wallflex biliary stent was disposed and will not be returned for analysis; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex biliary rx fully covered rmv stent was to be implanted to treat a stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2022. Post stent deployment, under endoscopic view, the stent retrieval loop was found to be disconnected from the wallflex biliary stent. The wallflex biliary stent was removed from the patient using rat-tooth forceps and another walflex biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event.